Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 03.122.053. Lot: 6l11591. Manufacturing site: (B)(4). Release to warehouse date: september 16, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown date, three outer sleeves were damaged. The inner sleeve does not fit through the outer sleeve. The locking screw does not fit through the outer sleeve. This was discovered during inspection. There was no patient involvement. This report is for an outer sleeve for insertion guide. This is report 5 of 5 for (B)(4).